Manufacturer narrative:
Investigation: a set of blood bags was returned for investigation. Upon visual examination, it was determined that a part of the outflow side of the filter membranes did not come in contact with blood. The filter was rinsed with saline and a leak around the outskirts of the filter was noted. The filter was disassembled and it was determined that the filter membranes were out of position. The manufacturing and testing records were reviewed for this lot. No abnormalities were noted during the production of the set. Retention samples were tested for the same issue, but no leaking was observed. The manufacturing defect of the filter membranes being out of position was able to be replicated in the lab. Root cause: the root cause of the blood flowing around the filter instead of through it was a manufacturing defect in which the filter was assembled incorrectly during production. Corrective action: production workers were made aware of the defect and were retrained for filter assembly.

Manufacturer narrative:
(B)(4). Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported 1 unit of whole blood in which the bypass valve did not prevent blood from going through the bypass line, resulting in possible white blood cell (wbc) contamination of the filtered unit. The white blood cell (wbc) count is not available at this time. The unit was discarded. There was not a transfusion recipient or patient involved at the time of the unit processing,therefore no patient information is reasonably known at the time of the event donor unit # (B)(6).